Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware of (B)(4) 2017, that on (B)(6) 2017, the patient experienced a missing sensor wire and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2017. The patient stated that the sensor fell off after the 5th day of use and thought the sensor wire may have been under the skin. Upon follow up with the patient on (B)(6) 2017, the patient stated that they went to urgent care on (B)(6) 2017 at approximately 4:00pm and had an x-ray performed. The results of the x-ray images did not show the sensor wire. At the time of contact, the patient was not feeling any pain or discomfort. Additional patient or event information is not available. The device has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
A sensor was returned for evaluation. A visual inspection was performed and found that the sensor wire is missing from the sensor pod and seal carrier. The reported event of a missing or detached wire was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).